Manufacturer narrative:
The meter was returned for investigation. The display was cracked in a large, star shape emanating from a single point on the lower portion of the display. There are also black spots coinciding with the cracks. Nothing is displayed on the meter when it is turned on, so the instrument is unusable. This type of crack is caused by a physical impact to the display and would be the result of customer mishandling. Medwatch fields d10. And h3. Have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4) after it had been dropped. The display of the meter had a black line that caused the results field of the display to not be clearly read. There is possibility of a result misinterpretation.